Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a retained capsule. The patient underwent the endoscopy after a negative colonoscopy for heme positive stool testing and the capsule was believed to be retained in the distal jejunum at the site of a probable nsaids related ulcerated structure. After failing to retrieve the capsule with enteroscopy, the physician was planning on double balloon enteroscopy and possible surgical intervention. The patient had no obstructive symptoms. There was reported patient outcome and no user harm.